Event description:
It was reported that during implant, post paced t-wave oversensing on the ventricular channel was observed on real-time egm. Therapy was not given during oversensing. Patient was asymptomatic. Reprogramming was successful.